Event description:
After use of a 6f exoseal device for vascular closure, it was reported that the plug was deployed intravascularly and had truncus closure. A stent was placed the following day as intervention. The device will not be returned for analysis. The patient had a cold leg with a lack of blood flow. It was stated by the affiliate "probably a plug placement in the artery, no closing, cold leg (no bloodflow), truncus closure." Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. A 6f non-cordis sheath introducer (si) was used. The exoseal vcd was using in an interventional procedure using a retrograde approach. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Initially, pulsatile blood flow was observed. The exoseal vcd was retracted and the pulsatile blood flow ceased. It was stated that it is possible that the indicator showed red during retraction. The deployment button was fully depressed and flushed against the handle. The indicator window showed solid black at this time. The plug was deployed intravascularly. Manual compression was applied to achieve hemostasis. An unknown stent was implanted the following day as intervention. The physician had achieved certification on the use of the exoseal vcd and had used the exoseal vcd in 50 cases prior to this procedure.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The exact lot number of the complaint device is not known but a list of exoseal device lot numbers used by the facility were provided by the affiliate as follows: 15794770, 15809760, 15809761, 15811647,15813655, 15820482, 15820484,15825786, 15828497, 15830204, 15831478, 15832634, 15836596, 15849658, 15855588, 15866623. These device lots have been distributed to this customer during the last 6 months. A device history record (DHR) will be performed on the above mentioned lot numbers and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A discrepancy was noted in the previously submitted complaint conclusion. The updated complaint conclusion is as follows: after use of a 6f exoseal device for vascular closure, it was reported that ¿the plug was deployed intravascularly, the patient had a cold leg with a lack of blood flow, truncus closure¿. A stent was placed the following day to treat the vessel closure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near a stented segment. Additional information received indicated that there was vessel calcification/stenosis near the access site. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. A 6f non-cordis sheath introducer (si) was used. The exoseal vcd was used in an interventional procedure using a retrograde approach. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Initially, pulsatile blood flow was observed. The exoseal vcd was retracted and the pulsatile blood flow ceased. It was stated that it is possible that the indicator showed red during retraction. The deployment button was fully depressed and flushed against the handle. The indicator window showed solid black at this time. Manual compression was applied to achieve hemostasis. The physician had achieved certification on the use of the exoseal vcd and had used the exoseal vcd in 50 cases prior to this procedure. The device was not returned for analysis. A review of the manufacturing documentation associated with the lots indicated to have been distributed to this customer (15794770, 15809760, 15809761, 15811647, 15813655, 15820482, 15820484,15825786, 15828497, 15830204, 15831478, 15832634, 15836596, 15849658, 15855588, 15866623) was performed and presented no issues during the manufacturing process that can be related to the reported complaint. The IFU instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the reported change in indicator window color. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record reviews performed on the above-mentioned lot numbers, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: after use of a 6f exoseal device for vascular closure, it was reported that ¿the plug was deployed intravascularly, the patient had a cold leg with a lack of blood flow, truncus closure¿. A stent was placed the following day to treat the vessel closure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near a stented segment. Additional information received indicated that there was vessel calcification/stenosis near the access site. The vessel diameter was >/= to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. A 6f non-cordis sheath introducer (si) was used. The exoseal vcd was used in an interventional procedure using a retrograde approach. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Initially, pulsatile blood flow was observed. The exoseal vcd was retracted and the pulsatile blood flow ceased. It was stated that it is possible that the indicator showed red during retraction. The deployment button was fully depressed and flushed against the handle. The indicator window showed solid black at this time. Manual compression was applied to achieve hemostasis. The physician had achieved certification on the use of the exoseal vcd and had used the exoseal vcd in 50 cases prior to this procedure. The device was not returned for analysis. A review of the manufacturing documentation associated with the lots indicated to have been distributed to this customer (15794770, 15809760, 15809761, 15811647,15813655, 15820482, 15820484,15825786, 15828497, 15830204, 15831478, 15832634, 15836596, 15849658, 15855588, 15866623) was performed and presented no issues during the manufacturing process that can be related to the reported complaint. The IFU instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the reported change in indicator window color. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Additionally, without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.